Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer inspected the drawer rails, found exposed ball bearings on the right rail and replaced the both rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was sticking and when closing, the cubies were scraping the path of the drawer. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.